Event description:
It was reported that balloon rupture occurred. A 3.25mm x 12mm nc emerge balloon catheter was advanced and was inflated twice at 20 atmospheres for 10 seconds. However, during the third inflation at 20 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with different device. No patient complications nor injuries were reported. The patient condition was good.